Manufacturer narrative:
Additional information, b5: it was reported upon follow up that the patient was recovered from the peritonitis event and antibiotic therapy remained ongoing. The patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On the same day as the event onset, the patient was hospitalized for the peritonitis event. Two days after hospital admission, the patient began treatment with injection of vancomycin (1 gm, ongoing, route and frequency were not reported) and fortum injection (1 gm, ongoing, route and frequency were not reported) for peritonitis. Seven days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.